Manufacturer narrative:
The reported field event of right ventricular setscrew could not be untightened to remove the lead was confirmed in the laboratory. Calcified blood was filling the rv setscrew inset and preventing the wrench from engaging the setscrew inset to untighten the set screw. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17797. It was reported that during the device changing procedure, the right ventricular (rv) lead set screw was stripped. It was unable to remove the rv lead from the device header. The lead was capped and replaced on (B)(6) 2019. The device was explanted and replaced. The patient was discharged in stable condition.